Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 210) was confirmed. Upon evaluation, the monitor failed essential performance testing and displayed a service code 210. The cause of this was an open l1 component on the ca board. The c1, d1, and l2 components were replaced as a precaution. The root cause of the open l1 cannot be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was displaying a service code.